Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced shortness of breath. A transmission noted the left ventricular (lv) lead with potential high threshold and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.